Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-25, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient's heart rate was low. A confirmed right ventricular (rv) epicardial lead fracture with high impedance was identified. The proximal portion of the lead was explanted and a replacement lead was implanted. No further patient complications have been reported as a result of this event.